Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting the event occurred during a in-service. The touchscreen was intermittently working. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported intermittent video, and the unit shuts down when bumped. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. However, the customer has decided (in lieu of having the repair completed), the servicing will not be completed on the unit at this time. The customer is preparing to purchase a newer unit. As such, the company representative is allowing the customer to use a demo unit in the interim. Until the unit transaction is complete. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With the unit not being serviced and the servicing on permanent hold, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).